Event description:
It was reported that the stent was inadvertently deployed. An 8x50x75 epic stent was selected for use for an angiography procedure. The struts of the stent were partially exposed from the covering sheath; therefore, could not be advanced through the sheath. It was noted that the issue was present upon opening the package and that packaging damage was also observed. There were no patient complications. It was further reported that the patient was being treated for right short distance claudication/right external iliac artery stenosis. The issue had been observed prior to insertion of the device. The procedure was completed using a stent of the same size and a bare metal self-expanding stent. Post procedure, there was significant improvement post stent deployment; the patient tolerated the procedure well without incident or complication and was in stable condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was inadvertently deployed. An 8x50x75 epic stent was selected for use for an angiography procedure. The struts of the stent were partially exposed from the covering sheath; therefore, could not be advanced through the sheath. It was noted that the issue was present upon opening the package and that packaging damage was also observed. There were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was inadvertently deployed. An 8x50x75 epic stent was selected for use for an angiography procedure. The struts of the stent were partially exposed from the covering sheath; therefore, could not be advanced through the sheath. It was noted that the issue was present upon opening the package and that packaging damage was also observed. There were no patient complications. It was further reported that the patient was being treated for right short distance claudication/right external iliac artery stenosis. The issue had been observed prior to insertion of the device. The procedure was completed using a stent of the same size and a bare metal self-expanding stent. Post procedure, there was significant improvement post stent deployment; the patient tolerated the procedure well without incident or complication and was in stable condition.

Manufacturer narrative:
E1: initial reporter phone (B)(6).